Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty loading the cartridge onto the pump and it became dislodged when attempting to load it. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support assisted customer in successfully loading a new cartridge.